Manufacturer narrative:
The technician replaced the power cord to repair the bed.

Event description:
Information received indicates during a preventive maintenance check, the technician found there was a high ground resistance reading due to a loose ground terminal on the power cord.